Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming testing) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c22 capacitor on the defibrillator pca. The positive lead pad was lifted off the board, causing the faults. The root cause for the defective c22 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming testing) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c22 capacitor on the defibrillator pca. The positive lead pad was lifted off the board, causing the faults. The root cause for the defective c22 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.